Event description:
It was reported that the fiber broke and started end firing. A second fiber was tried, but it also broke and forward fired. The procedure was completed with a third fiber which also end fired. There were no patient complications. This complaint refers to the second fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, confirming the reported allegation of fiber break. It is likely that the fiber was damaged during removal from the packaging, or while advancing the fiber into the scope, or during use. A distal circumferential fracture has the potential for forward firing; a forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The allegation of forward firing was not confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber.

Event description:
It was reported that the fiber broke and started end firing. A second fiber was tried, but it also broke and forward fired. The procedure was completed with a third fiber which also end fired. There were no patient complications. This complaint refers to the second fiber.